Manufacturer narrative:
Analysis of the pump, model # 8637-20, sn (B)(4), found a gear train anomaly. The motor stall was to the shaft-bearing. Testing also confirmed the outlet port was leaking from the base when slight pressure was applied. Inspection of the outlet noted significant surface damage and the outlet was bent slightly outward from the pump. (B)(4).

Event description:
Additional information received reported that the pump was explanted on 2014-12-05 due to motor stall.

Event description:
It was reported that a pump motor stall occurred. The patient heard the pump alarming beginning (B)(6) 2014. The patient heard a two tone alarm every half hour then thought he heard it every hour then stopped hearing the alarm approximately 6pm on (B)(6) 2014. Per the pump logs, the motor stall occurred on (B)(6) 2014 at 07:19. Motor stall recovery occurred (B)(6) 2014 at 18:00 and no tube set occurred. The pump logs were normal dating back to (B)(6) 2014 during pump refill updates. The cause of the motor stall was unknown; however, there was questionable electromagnetic interference (emi) from a metal detector at a jail where the patient went to visit someone. The patient experienced withdrawal with symptoms of nausea, flu-like symptoms, and increase in pain. The patient was prescribed 5mg of oral methadone as needed for the withdrawal and if the pump stalled again. It was noted that there was a 1% increase in dose ¿one day¿. On (B)(6) 2014, the patient called the physician and stated that the pump was beeping with a critical alarm again. It was assumed that a pump motor stall had occurred again. The patient was being scheduled for a pump replacement as soon as possible; however, no replacement had yet been scheduled. The patient did not return to the clinic before (B)(6) to have the pump read again. The patient was doing well with no other symptoms as he was taking the oral medication. The patient was awaiting pump replacement. The device system delivered clonidine, compounded baclofen, and sufenta.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n180042010, implanted: (B)(6) 2008, product type: catheter. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.